Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, was exhibiting no disposable alarm mid infusion. Per reporter residual volume was: 68 ml, rate 1.4 and 32 ml was given. No adverse patient effects were reported. No additional information is available.